Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00263 on 07-oct-2024. Additional information (08-oct-2024): in addition to the service activities mentioned in the initial report, with siemens remote assistance, the customer performed dilution check and inspected x-tubing fitting. The customer observed that there was no proper flow of salt and standards while priming. Siemens determined that the multiple hardware issues which affected the fluid flow through integrated multisensor technology (imt) potentially contributed to the falsely depressed sodium (na) result. The issue was resolved by the service activities performed by the siemens customer service engineer (cse) mentioned in the initial report. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on an original dimension exl 200 integrated chemistry system. The repeat result recovered higher than the erroneous result and matched the patient's history. The repeat result was reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were within the acceptable range. With siemens remote assistance the customer inspected the instrument, adjusted the pump rate, replaced the sensor, x-tubing, all consumables, and diluent 1 (d1), performed a system clean, checked d1/ diluent 2 (d2) connections at bottle, port, syringe, primed diluent, styletted the d2 post at port, and primed all consumables, inspected orientation, flushed salt cap tubing, stylette back of tower connections, replaced rotary valve, x seal, ran super condition, flushed reagent 1 (r1) tubing, moved x tubing, flushed and rinsed 3 times, reconnected to x tubing, adjusted the pump rate. Then, the customer cleaned rotary valve and styletted rotary valve ports/reseated tubings, primed a and b, cleaned pogo pins and reseated sensor, closed tower, stylette x1 and x2 tower ports, reseated x/x2 connections, inspected r1, reseated r1 connections, and primed fluids. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced rotary valve assembly, integrated multisensor technology (imt) sensor, pump solenoid and solenoid pinch valve and checked imt. Then, the cse ran calibration, qc, dilution check and precision, which recovered acceptably. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.